Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced elevated blood glucose, reaching 354 mg/dl and remaining high for several hours despite 20 units of insulin on board; the user was advised to replace the 23-inch teflon inset infusion set due to suspected infusion site issue, and after the site change blood glucose began to regulate, with no bent cannula observed. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia without hospitalization or injury. Investigation included troubleshooting with user education and follow-up to confirm response after infusion set change. Investigation of this case revealed no device alarms and no confirmed hardware malfunction; the event was consistent with infusion site performance causing reduced insulin delivery that resolved after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.